Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 250 mg/dl, but less than 500 mg/dl with an unspecified level of ketones. It was reported that the patient was hospitalized with diabetic ketoacidosis. Reportedly, the patient remained hospitalized at the time of the call and was treated with IV glucose and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. It was reported that the patient also had cardiac issues. Cts determined that signs/symptoms of illness contributed to their bg excursion and referred the patient to their healthcare provider for diabetes management. It was also determined that use error in not responding to an alarm in a timely manner contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia due to unknown cause while on insulin pump therapy.